Event description:
Clinical study. Same case as 2134265-2008-04665. It was reported that 366 days after a carotid artery stenting procedure the patient expired. The target lesion was located in the proximal right internal carotid artery, with an 85% stenosis and was 22 mm long with a reference vessel diameter of 6 mm. The target lesion was treated with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation there was 10% residual stenosis. Nih stroke scale performed the next day was 0. The patient was discharged the next day. The patient reportedly expired 366 days post index procedure. The cause of death is unknown. In the opinion of the physician the relationship of the patient's death to the device is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted if there is any further relevant information from that review, a supplemental medwatch will be filed.